Manufacturer narrative:
The handle (product ID cev669b) was returned for evaluation: device history record (DHR) - no anomalies that could be associated with the complaint incident was observed. Failure analysis - the evaluation was unable to conclusively verify the complaint as valid. Therefore an investigation for cause was unable to be performed. The received device pass the electrical tests. No defect was found. Root cause - the investigation did not highlight any defect. This complaint is unrelated to this device.

Event description:
This report is 2 of 6 for another handle (product ID cev669b), and is linked to mfg report numbers: 2523190-2021-00151, 2523190-2021-00153, 2523190-2021-00154, 2523190-2021-00155, 2523190-2021-00156. A facility reported that there was no activation of 3 different forceps during gynecological surgery. The forceps were disassembled after two forceps were in short circuitry and three inserts had damaged coating. The device was not in contact with the patient; however, it was reported that the event led to significant increase of surgery time. No patient injury or death was reported.